Event description:
New information received notes that the right ventricular (rv) lead also had vegetation, and the endocarditis on the lead was noted via echocardiogram. The physician stated the infection was not related to abbott's device. The lead was explanted on (B)(6) 2025. The patient was stable throughout the procedure.

Event description:
It was reported that the patient had endocarditis which affected the lead. The lead was explanted. Patient status was not provided.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Manufacturer narrative:
Correction: sterilization records were not able to be reviewed due to insufficient lead information.